Event description:
A (B)(6) customer received blood glucose readings of 7.3 and 8.1mmol/l from one contour meter and then a 3.3mmol/l from a second contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer is expected to return his test strips for evaluation.

Manufacturer narrative:
The model number was not provided.